Manufacturer narrative:
Additional information will be provided following investigation conclusions.

Event description:
On january 26th, 2026, bvi vitreq was informed about an issue concerning our product, bf25.d01. As initialy stated by the customer, the tip of the cannula appeared to be broken. The customer confirmed that the device broke during surgery, specifically while it was inside the patient's eye and that the capillary fell into the patient's eye and was removed with a forceps. From the photographic evidence received, it could be concluded that the front capillary detached from the reinforcement capillary. Fortunately, no adverse consequences have been reported to date.